Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 20 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed and the device was attempted to be inserted again; however, the distal edge of the stent was found lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.